Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture baker grade iii and "lump" on left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, deformation, red particles on the surface of the shell, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported rupture on left side, with additional reports of "lump" and capsular contracture, baker grade iii. The device has been explanted.